Event description:
It was reported that the bd syringe 1ml ll bns plunger rod was broken/damaged. The following information was provided by the initial reporter translated from dutch to english: plunger of syringe is damaged plunger damaged.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Plunger of syringe is damaged.

Manufacturer narrative:
Two photos of a 1ml luer-lok syringe were received and evaluated. Both images show a loose syringe from two different angles, with the stopper jammed between the barrel and the plunger rod. A sample of a 1 ml luer-lok syringe was received and evaluated. The syringe was received disassembled. The barrel was loose, and the plunger rod had a deformed stopper consistent with a distorted condition. The potential root cause of the distorted stopper defect is associated with the assembly process. A device history record review was completed for provided batch number 1200757 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.